Event description:
It was reported that a post-market clinical study pt underwent an x-stop procedure. A drainage was noted. The pt was prescribed with antibiotic. The wound healed at 6 weeks. However, the pt continued an additional 2 weeks of antibiotic. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company representative.